Event description:
Same case as MFR#: 2134265-2011-04875. It was reported that during a rotational atherectomy procedure, a patient death occurred. A non-bsc temporary pacemaker was placed in the right femoral artery. A non-bsc guide catheter was placed and two non-bsc guide wires were inserted and removed. Angiography was performed. The lesions being treated were located in the proximal left anterior descending (lad) artery and the right coronary artery. An iq marker guide wire was inserted and removed. A 2.0x15mm apex balloon was inserted and removed. Ablation was performed using a floppy rota wire and 1.5mm rotalink plus, four passes were made lasting 5-22 seconds. Patient reported experiencing chest pain. A 2.0x15mm and a 1.5x15mm apex balloon were unable to cross the lesion. Three additional passes were made with the 1.5mm rotalink plus, for 5-20 seconds. A 1.25x10mm non-bsc balloon was inserted and the floppy rota wire was removed and replaced with a mailman guide wire. Multiple balloon inflations were made the non-bsc balloon, inflated to 12atm for 15-25 seconds. Mailman guide wire was removed. A 2.50x28mm promus stent was implanted, inflated to 15atm for 35 seconds. Angiography was performed. Two balloon inflations were made with a 3.0x8mm quantum apex balloon, inflated to 12-20 atm for 25-30 seconds. Angiography was performed. Ablation was performed in the rca using a floppy rota wire and 1.5mm rotalink plus, two passed were made lasting 17-20 seconds. A 3.00x15mm promus stent was implanted, inflated to 9atm for 20 seconds. "Code procedures" began and CPR was initiated and the patient was intubated. An effusion was identified; location or cause of the effusion is unknown. The temporary pacemaker was turned off and pericardiocentesis was performed. CPR was ended. A 5f fl4 guide catheter was placed and left coronary angiography was performed. A non-bsc wire was inserted and the previous guide catheter was exchanged for a non-bsc guide catheter. Angiography was again performed. An iq guide wire was placed in the proximal rca and a 3.0x15mm promus stent was implanted, inflated to 12atm for 20 seconds. CPR was reinitiated with multiple medications being given. "Code procedures" ended and time of death was pronounced. Medications given included: aspirin, heparin, eptifibatide, clopidogrel, labetalol, nitroglycerin, nicardipine, phenylephrine, dopamine, levophed, atropine, and epinephrine. The reported cause of death is listed as "cardiac".

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).